Event description:
It was reported to boston scientific corporation that a c.r.e. Balloon dilatation catheter was used during a esophagogastroduodenoscopy (egd) with dilatation procedure performed on (B)(6), 2009. According to the complainant, during the procedure the balloon burst when inflating it inside the patient. The balloon did not separate from the catheter. The case was completed with another c.r.e. Balloon dilatation catheter. There were no patient complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).